Event description:
A male patient was enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was an acute myocardial infarction. The target lesion was a native, restenotic, non-ostial, smooth, readily accessible, concentric, type b1 mid right coronary artery. The lesion was previously treated with a 3.5 x 30mm driver stent. The reference vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure diameter stenosis was 85%. The lesion was direct stented with a 3.5 x 33mm cypher select plus. Post-procedure diameter stenosis was 0%. Approximately four and a half months post index procedure, the patient developed ventricular tachycardia during a stress echocardiography. The event was graded as unrelated to the implanted cypher stent. During the six month follow-up, the patient complained of angina pectoris. The medication treatment of aspirin, clopidogrel, vitamin k antagonists, statins, ace inhibitors and beta-blockers was ongoing.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.